Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an "internal battery depleted " code was found in the ventilator's downloaded error log. There was no part replaced for this device.

Manufacturer narrative:
On previously submitted report a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an "internal battery depleted " code was found in the ventilator's downloaded error log. There was no part replaced for this device. Further information received that the device rejected at test station due to power up / communication issue. Plugged in device to ac power and the screen would not light up, unit would have solid red alarm - unable to obtain error logs as device would not communicate. Determined the system board is corrupted. The system board has been replaced due to power up / communication issue. The device passed all testing.